Event description:
Same case as MFR #: 2134265-2010-02886 & 2134265-2010-02887 it was reported that post a peripheral stenting treatment procedure, in-stent restenosis occurred. The denovo lesion was located in the non-tortuous superficial femoral artery. The physician advanced the 5/60 sentinol vascular stent to the lesion and successfully implanted it. Patient status was reported as "fine". At 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in the 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation, the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".

Manufacturer narrative:
(B) (4). Device evaluated by MFR: the delivery device was disposed of by the hospital and the stent remains in the patient; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)